Event description:
The customer stated that the architect analyzer generated falsely depressed (B)(6) results. The results provided for pt#2 were = initial (B)(6) / repeat was (B)(6). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Low test results. No consequences or impact to patient. An evaluation is in process. A follow-up report will be provided when the evaluation is complete.